Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not inflating. During the procedure all the components were removed and replaced. No information was provided about the patient's outcome.